Event description:
A customer reported knives are noted to be blunt and sometimes bent while attempting to make incisions on multiple occasions. There was no pt harm reported. Add'l info was requested, but none has been received to date.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of bluntness is damage to the blade. However, it is unlikely that damage occurred during the mfg process. (B)(4).